Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, several high channels have been observed during a routine telemetry. An expert telemetry has been performed and it showed several fluctuations during the continuous measurement when the user moved the head. Only two electrodes were showing normal values and were without fluctuations. A reimplantation has been considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly, several high channels have been observed during a routine in situ measurements. An expert measurement has been performed and it showed several fluctuations during the continuous measurement when the user moved the head. Only two electrodes were showing normal values and were without fluctuations.a reimplantation has been considered but no date has been scheduled yet.

Event description:
Reportedly, several high channels have been observed during a routine in situ measurements. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, the electrode migrated post-operatively out of cochlea as confirmed during explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.